Event description:
New / corrected information received stating the issue was that the system had low illumination during surgery and not low laser power which was originally reported. The surgery was completed with the same system. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a laser system had low power. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
(B)(4).

Event description:
A customer reported that a laser system had low power. The timing of the event and patient impact are unknown. Additional information has been requested but not received to date.

Manufacturer narrative:
The system was examined and the reported event was replicated. The lamp was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system manufactured on november 24, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the lamp. However, determining if the lamp is nonconforming or past its rated life expectancy, cannot be determined conclusively. (B)(4).

Event description:
A customer reported that a laser system had low power. The timing of the event and patient impact are unknown. Additional information has been requested but not received to date.

Manufacturer narrative:
(B)(4).

Event description:
New information received stated the event occurred before surgery. There was no patient involved.